Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. **update** (B)(4) 2012 - additional information received on plaintiff fact sheet. The reported part/lot was not manufactured until after the alleged implanted date. So it is reasonable that this information is incorrect. However, given hospital name, doi and product description, an invoice was identified with the patients devices. The femoral head was added to the complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Litigation papers received alleges patient had pain and permanent bone and tissue damage after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.